Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter, ubd: 20-jul-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen at "100mcg/ml" via an implantable pump for intractable spasticity. It was reported the patient was not getting medicine and their catheter was not flowing. The healthcare provider tried to aspirate the catheter with no luck. It was reported the spinal segment was revised because it was getting "kinked off." The catheter was partially explanted, and the spinal segment was tied off and left in the patient. A new spinal segment was implanted, and a partial laminectomy was done to help prevent this from happening again. The replacement occurred on (B)(6) 2019. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported that 6 cm of the spinal segment was explanted; however, the surgical staff discarded it due to their hospital policy. The rep stated the doctor thought the catheter was being kinked off at the location where it passed the lamina. Therefore, the doctor had a surgeon do a mini laminectomy to open up the space. The doctor believed the problem was anatomy related and not catheter related.

Event description:
Additional information was received via a consumer. The patient¿s catheter was spliced on the second surgery and relocated. It was relocated because there was a problem where the catheter was being pinched off because of his degenerative disc disease (ddd). They had then drilled a hole on a vertebra and then feed the catheter though the hole. It was indicated that this took place a couple years ago.

Manufacturer narrative:
H6 correction: the patient code c50656 was not previously indicated in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 correction: the patient code c62946 was not previously indicated in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-dec-16. The drugs being delivered were 6 mg/ml bupivacaine at 4.354 mg/day and 2 ,000 mcg/ml baclofen (unknown) at 1,451.3 mcg/day. Caller states the pump is not doing what it is supposed to do. The event date was reported as (B)(6) 2018, which was the date of implant. They have increased the dosage from the original 100 mcg and still not helping. They had to add bupivacaine to the pump because he is still taking 3 and half pills every 4 hours for the spasms because the pump is not controlling the spasms. "It¿s not that the therapy isn¿t working at all. I am getting some relief." The pump therapy "appeared to work at first" but then they did a dye study and found that the catheter was clogged. They had to do 2 revision surgeries ((B)(6) 2019 and (B)(6) 2019). At the first revision the hcp cut the catheter and pulled it down because they thought it was too high. This did not resolve the issue, so at the 2nd revision they drilled a dime size hole in the patient¿s vertebrate and ran the catheter through that. This too did not resolve the issue. In order for him to get off of his high dose of baclofen it¿s going to take more from the pump than normal people. The patient was redirected to follow up with the hcp to discuss symptoms. He goes in for a refill on ¿wednesday.¿ normally he would get an adjustment but they are not going to adjust this time.